Manufacturer narrative:
Concomitant product(s): a 3708220 extension kit, implanted: (B)(6) 2012; lnq11 monitor, implanted: (B)(6) 2016; addrl1 ipg, implanted: (B)(6) 2016; a 5076-52 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one week after implant that the patient was admitted with right ventricular (rv) lead perforation as evidenced by no capture at the highest outputs and hemothorax. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.